Event description:
Pt admitted to labor and delivery unit for mgmt of pregnancy associated hypertension. Had IV lock in place. The lock, not maintained with heparin, was flushed with a 10 ml preservative-free syringe of 0.9 sodium chloride, mfg by becton dickinson. Within 60 secs of flushing the lock the pt spontaneously complained of a terrible taste in their mouth. The bad taste resolved. Similar reaction occurred in three other pts on same unit within 4 days of each other. All pt's spontaneously complained of same bad taste within 60 secs of injection. Two pts got bad taste after using syringes of lot 2032358 c. Exp 1/04, ndc 08290-0930-10. All syringes of this lot removed from unit. No more complaints on unit in 2 weeks.